Manufacturer narrative:
(B)(4). Patient returned pump for an alleged failed battery test and blank display observed on (B)(6) 2022. Pump received with blank display. Unable to perform the displacement test, sleep current test, active current test and self-test due to blank display. Unable to verify the power management graph for the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) to see if it was within spec range due to blank display. Unable to download history files and traces using thus due to blank display. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: minor battery tube threads - cracked, scratched case, cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay, and stained serial number label damage. Blank display was confirmed during analysis due to moisture damage confirmed on pcba 1. Pump failed to download history files and traces due to blank display. Failed battery test was unknown due to blank display. The insulin pump involved in this event is the ngp 640g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had battery failed alarm. Customer stated they were replaced with 6 new batteries but the issue was the same. Customer stated that contacts on the battery cap were not missing, damaged and corroded. Troubleshooting was performed. No harm requiring medical intervention was reported. The device was returned for analysis.